Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the lubri-sil indwelling catheter temperature sensing foley catheter cable was broken and the internal portion of the temperature monitoring cable that was physically attached to the foley was exposed. Then the metal wires used for temperature sensing was not functional, but the patient does not require further internal temperature monitoring.